Event description:
It was reported that patient underwent a total hip arthroplasty procedure on (B)(6) 2014. During the procedure, a cup inserter fractured while the surgeon was attempting to implant the acetabular cup. Another inserter was used to attempt implantation of the acetabular cup; however, the surgeon could not disengage the cup from the inserter after the cup had been impacted into the acetabulum. The acetabular cup was removed and another acetabular cup and inserter were utilized to complete the procedure.

Manufacturer narrative:
The returned inserters were evaluated and was found to have been manufactured within specifications. Visual examination of the first inserter's components revealed multiple fractures consistent with being impacted off axis, fracturing the thread and then the teeth on small handle after repeated impaction. The second inserter had fractured teeth on both the thread and rear gears consistent with over-torquing along with impact on the small handle leading to fracture of the gear teeth. Issue appears to be related to misuse and/or not being inspected for wear and disfigurement prior to use. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-07443 / 07445).